Manufacturer narrative:
The device was returned to olympus for inspection. The root cause for the foreign matter remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in nozzle. There was no patient involvement.